Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) machine alarmed that automatic inflation failed, and other machines were replaced when the failure occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. After inspection, it was found that there was a problem with the x1 sensor and it needed to be replaced. The hospital repaired unit itself, it has been repaired.